Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample of an endotracheal tube part number 86113 was received for evaluation, no lot number was provided. A visual inspection was performed and it was observed that all the components are assembled properly. An inflation/deflation test was performed using a syringe with 25cc of air. Air was applied to the cuff and no restriction or obstruction was observed at the time of inflation or deflation. The sample was left inflated for 2 hours and no deflation nor difficulties to deflated were observed. No failure mode was observed in the received sample. (B)(4).

Event description:
The customer stated that after intubation, when air was injected, the cuff pressure didn't rise on a tracheostomy tube. The tube was then replaced with a new device. No patient harm was reported.